Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus. The device was installed at the user facility on august 31, 20214, so it may have deteriorated over time. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the reported event may have been caused by the user interfering with the lid with an endoscope or hard object, or by aging. The user can detect the reported event by inspecting the device as described in the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The device was repaired on site. According to the service department of olympus (B)(4), the lid may have been broken by physical stress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the lid of the device was cracked. There was no report of patient injury associated with the event.